Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Ftr# (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of 10 devices; 9 unopened by the account and still in original undamaged packaging and 1 opened and used by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was received inserted in the cannula of the opened device. The circular seals were intact on all devices. The envelope seals were intact on the 9 unopened devices but the envelope seal was stretched on the opened device, most likely due to prolonged insertion of the obturator during shipping. The cannulas were intact on all devices. The obturators in the 9 unopened packages were all intact and were able to be easily inserted and removed from the cannula. The distal end on the obturator opened by the account was broken. The plastic sheathe fell off while trying to remove the obturator from the cannula. There was evidence of plastic deformation on the tabs that hold the sheathe onto the obturator. This can be caused by rough handling of the device. The device passed an air leak test. Replication of the observed damage may occur as a result of rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the account. Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated.

Event description:
According to the reporter; during an laparoscopic cholecystectomy procedure the tip of the obturator broke off and became lodged inside the trocar cannula. The patient status was with no issues. There was no patient injury. The surgeon removed the cannula from the patient than removed the broken portion of the obturator. There was no unanticipated tissue loss. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity.